Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator(ins) for failed back surgery syndrome. It was reported that the patient would get a burning sensation at the ins pocket site all the time. The patient also indicated that once the device was turned off it would cause her to urinate all over the place. No further complications were reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient would get a burning sensation at the ins pocket site all the time. The device was replaced due to being unable to charge. The patient also indicated that once the device was turned off it would cause her to urinate all over the place. No further complications were reported as a result of this event.